Manufacturer narrative:
A damaged sample ID (sid) barcode label was misread when loaded and scanned by the atellica sample handler prime (shp). A siemens regional support specialist (rsc) investigated the reported issue and found that the sid barcode label was damaged / torn. The sid label was torn when applied to the tube and was not damaged by the atellica shp. The shp was configured to allow for a barcode symbology that does not contain a check digit. A check digit is used to prevent misreads. The sid barcode format is unknown. The cause of the misread sid is due to a use error of applying a damaged barcode label that was printed with a barcode symbology that does not include a check digit. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A damaged sample ID (sid) barcode label was misread when loaded on and scanned by the atellica sample handler prime (shp). Tests were performed on the misread sid. The test results were not released to a physician. The sid barcode label was reprinted, and the same tube was relabeled and then reprocessed on the shp. There are no known reports of patient intervention or adverse health consequences due to the event.